Event description:
The customer reported that a rupture of the gtt balloon was observed at home. There was no patient harm reported.

Manufacturer narrative:
Additional 510k number: k932295. Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot number 2333917364 was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode.as such, a root cause could not be determined. However, the reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.